Event description:
Medtronic received information that at an unspecified time this performer instrument had a battery fault. The use of the instrument was unspecified. There was no adverse patient effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received for the product analysis: the reported battery fault was verified during service. The service te clinician noted that the sin ui battery was depleted, the touchscreen was out of calibration, the time and date were not correct and the display pm1 was blank, check-sum software was not correct, rotor from pm3 was damaged and instrument was missing the power cord. The issue was resolved by replacing the lcd graphic display, sin ui board, power cord, rotor 6,4mm 91 /4") pump pm3, re-installing the software, adjusting the date/time, recalibrating the touchscreen and cleaning the instrument. Preventive maintenance will be performed per specifications. Correction d2 the initial reporter information in section e has been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the reported battery fault was verified during service. The service technician noted that the touchscreen was out of calibration, the time and date were not correct and the display pm1 was blank. The issue will be resolved by replacing the battery and lcd graphic display, recalibrating the touchscreen and cleaning the instrument. Preventive maintenance will be performed per specifications. B5 has been updated with additional information. H.2.5 label for single use has been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a performer instrument it was reported that the batteries had expired. The use of the instrument was unspecified. There was no patient involvement so no adverse effect occurred medtronic received additional information stating that this performer instrument had not been in use since november 2020. The customer stated that they want to put the instrument back to use. Medtronic received additional information stating that the instrument had been been used daily until may 2020. In may 2020 it was replaced with a another manufacture's device. On november 2020 it was stored in a warehouse and no longer used and no longer connected to the main voltage.